Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient encountered events where, eight infusion sets fell off during use, on (B)(6) 2024, after being used for a few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.